Manufacturer narrative:
Service was not dispatched to the site. The customer declined service. A new fluidics tray was sent to the customer to resolve the leak. Hardware is the root cause of this event.

Event description:
A customer reported that they observed a wash buffer leak coming from the fluidics tray of an access 2 immunoassay system. No patient results were involved in this event. There was no modification to patient treatment associated with this event. Personnel interfacing with the instrument were wearing personal protective equipment and no personnel sought medical attention in conjunction with this event. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. There was no exposure control plan in place at the facility and the material safety data sheet was not reviewed.